Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿ippc was not starting up properly. Review of the log file showed ¿malfunctioning frontal ip-pc¿ which confirmed defect in frontal ippc. The philips engineer replaced ip-pc and hard disk drive and reinstalled the software. After replacement of parts and reinstallation of software the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that, system did not start-up. System was in use. No harm has been reported to philips.